Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing that appeared to be due to myopotentials. The oversensing resulted in pacing inhibition and asystole of greater than 2 seconds. There was also some undersensing of fine ventricular fibrillation (vf) that occurred during an episode where tachy therapy was successfully delivered. Boston scientific technical services (ts) stated the vf was very fine and may have been below the sensing threshold which is why it was undersensed. The shock was still delivered and the rhythm was successfully converted. Subsequently, the physician elected to replace the rv lead due to the oversensing and pacing inhibition. Both the crt-d and the rv lead were explanted and replaced. No additional adverse patient effects were reported.